Event description:
Patient's device was explanted because the patient experienced "quite a few breakthrough seizures". The patient had not been able to feel their stimulation as much as they used to. There had been no parameter adjustments for approximately four months at the time of the initial report. Device diagnostic testing at that time was within normal limits, indicating proper device function. It was believed that the patient had simply become accustomed to the stimulation. It was later reported that the patient's device was explanted as a "prophylactic replacement" due to "increased seizures".